Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the infusion set fell off during use. The issue occurred with one infusion set used for one hour. No further information available.